Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message during the shift check. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a failed load cell. The archive data indicated multiple ua07 errors, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering up, confirming the reported complaint. A load cell characterization check revealed an over-reporting load cell, which was replaced to address the reported complaint. Following component replacement, the autopulse platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) for 15 minutes, and the platform passed the testing without fault or error. A load cell characterization test confirmed that both cell modules function within the specification. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).